Event description:
Pt, age 58 yrs, sex male experienced the following symptoms: severe walking disability, spastisity, poor vision, low energy level (fatigue), bladder spastisity and bowel dysfunction. Pt was sick for 13 yrs before fillings were removed. Pt's condition improved by 75% after removal. Pt was not able to stop/reduce drug intake.